Event description:
It was reported that the device gets hot. No additional information regarding a specific failure mode was provided. There was no harm for the patient, operator or third party reported. No further information received.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6) 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. It was reported that the device gets hot. The reported event is confirmed. The service evaluation revealed a short circuit at the motor which caused the reported event. The most likely cause for the reported failure can be attributed to wear and tear of the motor.